Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported that the screen was not visible. :there was no reported patient involvement.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was duplicated during lab tests. The problem was an open f101 fuse that caused the device not to come on. The available information is consistent with a malfunction of the control pca. The cause was an open f101 fuse.

Event description:
The customer reported that the screen was not visible. There was no reported patient involvement.